Event description:
The patient was in ICU due to seizures. The patient claimed that they no longer feel stimulaton; feels that vns is not working. Diagnostic testing was performed which resulted in a dc dc code of 2 indicating that the system is delivering stimulation. It was also reported that the patient had been "seizure free" prior to this event. The reporter stated that the patient was in the process of being weaned off of seizure medications. The vns device settings were increased and the patient then felt the stimulation.